Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a uterine prolapse repair procedure in 2003. In 2006, the pt complained of bleeding after sex, bloody vaginal discharge, and very painful periods. The pt returned to surgery in 2007, and it was found that the mesh had eroded a hole in the back of the vaginal wall. The mesh was trimmed back and the hole repaired. One year post-operatively, in 2008, there were no complications seen. The pt will continue to be seen in follow-up yearly.